Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer reported being hospitalized on (B)(6) 2016 due to the continued malfunction alarms. Customer reported that they were unable to deliver a bolus with the pump due to the malfunction alarm. The customer's blood glucose was impacted at over 500 (mg/dl), and customer reported a high ketone level of 33. The customer was given an insulin drip, medication for vomiting, and pain medication. At the time of the call, the customer was still hospitalized but reported they would use manual injections as alternate insulin therapy upon returning home until the replacement pump was received.